Manufacturer narrative:
Age a time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The annulus of the burr was damaged indicating that the annulus came in contact with the lesion. The advancer unit and burr unit were received together. The advancer knob was returned tightened in a backward position. Inspection of the device presented no damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was wet tested and successfully operated at 40 psi. Inspection of the device presented no damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-03506. It was reported that bur got stuck on lesion, rotawire fracture, vessel perforation, and surgery occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.75 mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. During the procedure, a non bsc wire and catheter were initially used. After that opticross was used but it was unable to cross. Then, it was changed to rotawire floppy using caravel. The rotalink burr was then advanced, however the burr got stuck at the tortuous part of the proximal rca. It was repeatedly pushed and pulled for about five times, but the burr was unable to be advanced. When the burr was able to be advanced, the physician did not notice that the rotawire got detached near the proximal rca. The burr advanced outside the blood vessel and then, coronary artery perforation occurred. A non bsc catheter was delivered however, it was unable to cross the lesion. A guidezilla 2 7f was used in combination, however, the non bsc device catheter was still unable to cross. The physician tried to stop the bleeding by dilating the perforated area with a 3.5 x 12 nc emerge balloon. The rotawire that was left inside the blood vessel was retrieve surgically, and bypass was performed. When the rotawire was pinched with a forceps, it got broken again and detached. The patient was then monitored at the intensive care unit. No further patient complications were reported.